Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call, the vibrate feature on the insulin pump wasn't working. The feature is turned on and battery status is normal. Customer had changed the battery three weeks ago and vibrating had been working and for the past few days it wasn't working. Self-test was performed and the device didn't vibrate. Customer's blood glucose was unknown. Customer agreed to return and replace the device.

Manufacturer narrative:
The pump had a cracked and bleeding lcd glass. Unable to verify the vibrator anomaly due to the damage on the lcd. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip and a cracked end cap.